Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the machine was not flowing transactions to server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not flowing transaction to server. A technical support specialist dialed into the station and ran the knowledge article of manual recovery required - data sync invalid upload change tracking value. The tss done a manual recovery process and data synchronization debug log show no variation in change tracking version and confirmed interface was working correctly. The system functioned as intended after the technical support specialist troubleshot the device.